Event description:
Patient who presents for evaluation of pain in his left hip which has been getting previously worsen for the last 3 months. Fracturedleft femoral stem.

Event description:
Patient who presents for evaluation of pain in his left hip which has been getting previously worsen for the last 3 months. Fracturedleft femoral stem.